Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that the patient experienced ongoing persistent uterine bleeding following an acessa procedure performed on (B)(6) 2025. The bleeding began a few days after the procedure and progressively worsened. Multiple CT scans and ultrasounds were performed with normal results, and the physician does not believe there was any operative complications. There is no infection or abdominal bleeding identified. The patient had recurrent emergency room visits due to cramping and heavy menstrual type symptoms. On (B)(6) 2025, the patient was re-admitted to the hospital, started on high dose oral estrogen and received two units of blood via transfusion. The patient is in good condition after the additional treatment. Additional information received: the patient presented about 7 days after the acessa procedure and had about six 2-4 cm myomas treated. The patient had bleeding and pain and was admitted to the hospital and received two units of blood. After this, the patient had d&c hysteroscopy with polypectomy. The patient is still having the pain treated with gabapentin and ultram. The magnetic resonance angiography imaging has been normal, and the CT scan showed no arteriovenous malformation (avm) and no evidence of bowel injury. The patient did not receive prophylactic antibiotics for the procedure. The patient is now doing well. During a clinical discussion, it was reported that the patient's uterus was described as very soft and easily perforated and the patient's first menstrual period may be heavy. The pathology report from the d&c has not yet been returned. Additional antibiotics were being considered in light of the ongoing bleeding and pain. The physician noted that the symptoms may be related to over treatment or due to a relatively small uterus. The patient is improving and is being ready to be discharged. No other information is available.